Manufacturer narrative:
Concomitant therapies: juvéderm¿ voluma.¿ (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "induration," "allergic reaction in the injected areas," "itching," "inflammation," "major inflammation," and suspected "biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected with juvéderm¿ voluma¿ in the marionette lines and juvéderm ultra¿ in the perioral area. Approximately 2 months later, patient was injected with juvéderm® volbella¿ with lidocaine in the "upper lips" area and juvéderm® volift¿ with lidocaine in the marionette lines. Two weeks later, the "injection was finished in the marionette lines and upper lips.¿ prior to injection, an ¿infraorbital block with lidocaine 1%¿ was applied. Approximately 4 months later, patient presented with upper lip itching. About a month later, patient presented with inflammation in the injected areas (upper lips and marionette lines), ¿major inflammation¿ in the upper lip and nasogenian grooves, induration at the injected areas. Event was also described as an ¿allergic reaction in the injected areas.¿ healthcare professional treated patient with 1 bottle of intramuscular celestone. Two days later, treatment with ¿ultrasound¿ was initiated, once a week, to decrease induration. Symptoms have partially resolved; induration remains. Patient was taking t4 concomitantly for their hypothyroidism. Allergan healthcare professional reviewed the event information and stated, ¿for the signs, symptoms and onset date, it is very likely to be a biofilm event and not an allergic reaction as mentioned.¿ at that time, the allergan healthcare professional had not spoken with the healthcare professional. This is the same event and the same patient reported under MDR ID #3005113652-2018-00540 (allergan complaint # (B)(4)), MDR ID #3005113652-2018-00539 (allergan complaint # (B)(4)), and MDR ID #3005113652-2018-00541 (allergan complaint # (B)(4)). This MDR is being submitted for the fourth suspect product, juvéderm ultra¿, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Further follow up with the healthcare professional revealed treatment of hyaluronidase was given approximately a month after the "ultrasound" was initiated. Symptoms have not resolved at this time.